Event description:
In november 1992 this patient with renal failure presented with skin erosion over his right forearm loop graft. This graft had been inserted about ten years previously and was eroding the skin. This is the reason for the replacement in november 1992 with the graft. The latter graft infected with evidence of sepsis of the right forearm resulting in the removal of the graft in january 1993.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: known short term complication of procedure. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.